Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to fractured tibia with displacement. All components were removed and replaced with a total knee system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown ; date implanted - unknown; PMA/510(k) number ; manufacture date - unknown.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to a tibia plateau fracture. All components were removed and replaced with a total knee system.